Event description:
It was reported that a malfunction alarm occurred with a specified error code. There was no information provided regarding the customer's blood glucose level. No additional information was received regarding the outcome of the event, although the return of the pump was awaited for further inspection.